Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy at the 1st firing the handle broke and the device was not able to fire. Another handle was used to complete the case. There was no patient injury.